Event description:
Caller reported a cartridge alarm had occurred. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in loading a new cartridge using the proper technique, and the caller was able to successfully load the cartridge and resume insulin therapy, resolving the issue.